Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the lens was displaced. The lens was repositioned approximately two weeks later. Additional information was provided by the retina surgeon, who repositioned the lens, that the patient underwent a pars plana vitrectomy and scleral fixation of the iol. The intraocular pressure increased during this event. In the retina surgeon's opinion, it is unclear if the iol caused/contributed to the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the implanting physician that the lens was removed and replaced with a different lens model. He also reported that the iol broke through the capsular bag during the initial procedure. The event resolved with treatment.